Manufacturer narrative:
D10: 300-60-02 - stemless humeral comp laser cage, size 2: 7217282. 310-62-41 - stemless humeral head 41mm x 13mm x alpha: 6951015. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient experienced pain. The surgeon suggested via imaging that they have a rotator cuff tear. No action has been taken to resolve this issue yet. The device remains implanted. No further information available.